Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepancies between triage product and lab analyzer. (B)(6) 2014: low ck-mb, triage 4.1 ng/ml versus lab analyzer (exl) 8.7 ng/ml, tni triage <0.05 ng/ml versus lab analyzer (exl) 0.074 ng/ml. (B)(6) 2014 patient presented to ER with sob secondary to chf. No record of an EKG performed, just the 2d echo which revealed a poor ejection fraction between 20-25%. Patient admitted to hospital. Discharged (B)(6) 2014. No additional information provided.